Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a bilateral patient enrolled in the (B)(6) study, underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, a fluid collection was found on the anterior and lateral side of the left hip (B)(6) 2012. No further information has been provided.